Event description:
It was reported that the pump intermittently shut off unexpectedly. Additionally, it was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 500s mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.